Manufacturer narrative:
A ge service rep performed an on site investigation. The system software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the system was not booting. There is no report of death or serious injury associated with the event.